Event description:
As reported. The corners of both the outside box and the inside box were crushed and punctured. It was reported by the customer that two of the 3006 cutting forceps packages were damaged and that they would be returning the entire box as a precautionary measure. The issue found during receipt inspection. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
The customer returned a box of five 3006 cutting forceps (lot fr165213) for evaluation due to " issue of outside box and the inside box were crushed and punctured". The complaint devices were returned in their original packaging. Visual inspection performed and found three out of the five packages damaged. The three damaged packages have cracks on the corner(s) with the sterile barrier broken and compromised. The outer package has creases in certain areas, but no major damage. All labels on the outer packaging match the device packages within. The subject device was not functionally tested as they were left preserved in the received condition as returned from the customer. Based on the device return evaluation, it is possible that the reported issue could be attributed to one of the following; storing, shipping or mishandling. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The dhrs ( device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR showed no associated ncrs (non conformances), reported scrap or recorded process deviations relating to the reported failure. Based on the evaluation, it is possible that the packaging issue could be attributed to one of the following; storing, shipping or mishandling." Even though the devices were not used in operation, the observed failure is a known phenomenon likely a result from shipping/handling. The device IFU recommends to not use any devices that may have been damaged prior to operation. Further, since the DHR review was performed without any notes about defected products, all the devices from this lot shipped out of olympus in good condition. This further points the failure towards "storing, shipping or mishandling" as the evaluation result states. On page 2 of the device IFU (pn0013496_ab), it states: "carefully remove the device from its shipping package. Inspect to ensure no damage has occurred during transit or storage. Do not use this device if the packaging or device is damaged." Olympus will continue to monitor the field performance of this device.